Manufacturer narrative:
The customer reported to physio-control that they have retired the device from service due to the age. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device no longer powered on. The customer did attempt to power the device on with a replacement battery as well but still observed the same power issue. This was discovered during testing and there was no patient use associated.